Event description:
The customer received questionable creatinine results for two patient samples. Patient sample 1 initial result was 4.51 mg/dl and was reported out. The nurse questioned the result and the sample was repeated with a result of 0.71 mg/dl. Patient sample 2 initial result was 2.66 mg/d and was reported out. The nurse questioned the result and the sample was repeated with a result of 1.32 mg/dl. There was no adverse event. The creatinine reagent lot number was 69071001 with an expiration date of 07/31/2014. The fsr found the instrument was performing to specifications and was unable to reproduce the problem. He ran performance testing which passed per specification. Further investigation could not determine a specific root cause. As the provided calibration and qc data was acceptable, a general reagent or instrument issue was unlikely.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.